Event description:
It was reported the patient presented into clinic for a follow up with non sustained lead noise episodes. Review of the egms revealed that the nonsustained lead noise episode was caused by a mismatch between the near field and far field channels. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.